Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. The hospital contacted the representative to inform them of an explant procedure. The pump indication for use was non-malignant pain.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 2020-06-13, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable pump infusion system. The indication for use was unknown. It was reported that the pump and catheter were explanted due to infection at the pump site. It was noted the patient was treated with antibiotics before explant but the antibiotics did nothing to fight the infection. No diagnostics or troubleshooting were performed. The pump and catheter would not be returned as they were discarded. At the time of the report the issue was resolved and the patient status was alive with no injury. No further complications were reported or anticipated.